Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low signal amplitude and oversensed noise. Technical services (ts) was contacted, and ts discussed possible causes such as electromagnetic interference (emi). The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating noise was reproduced with isometrics and having the patient lye on their stomach, but in no other tests. It was noted the noise was appropriately marked and appeared different than the previously reported noise. Ts discussed programming options, but not changes were made. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered another inappropriate shock due to noise and t-wave oversensing. Ts again discussed programming options. No adverse patient effects were reported.